Event description:
Father of the end user stated that the brake cable for his daughters (B)(4) rollator had broken in the brake handle causing his daughter to fall. Reported that the user sustained a broken vertebrae in her back, went to the hospital and was put in a brace. He stated that his daughter was at the sink washing dishes and the unit rolled away causing her to loose her balance and fall. Attempts were made to obtain additional information to no avail.